Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was broken but not additional information was provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage occurred at the distal end of the instrument, specifically involving the cable system, which was visibly protruding from the end. There were no broken or missing parts at the tip, but the jaws were found open when the instrument was received, though no attempt was made to manipulate them. There were no allegations of any fragments falling into the patient. The issue was resolved by removing the instrument from the patient and the robot, and it was then handed to the circulator to complete the necessary paperwork. Although there were no photographic images or video recordings of the procedure, the instrument was returned to isi for evaluation after receiving an RMA.